Manufacturer narrative:
(B)(4): visual and microscopic examination of the device found the device was returned with distal stent damage. Strut row 1 at the distal end of the stent was raised. The stent profile met product specification. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. Vascular access was obtained via the femoral artery. The around 70% stenosed de novo lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). The target lesion was pre dilated with a 2x20 non bsc semi compliant balloon catheter with around 55% residual stenosis. The 2.50x16mm promus element stent delivery system (sds) was advanced to the target location using moderate force, but after a while the stent delivery system would not cross the lesion. There was no attempt to deploy the stent. The promus sds was removed and upon removal it was discovered that one side the stent was "jutting out". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.